Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failed the air in line test on channel c with failure code 810:11 occurring. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received back to baxter for an evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was the presence of moisture on the tube. The tubing channel was cleaned and dried. Additional: the user interface module master software version is 6.13.92, categorized as remediated.